Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The caller was informed that energizer aaa alkaline batteries are most effective. The caller was also informed that batteries should be stored at room temperature and be used within expiration date. The caller was assisted with the issue but the black display was not resolved. The caller was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.